Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Upon receipt of the patient¿s liberty cycler, a review of the patient¿s treatment data from (B)(6) 2017 revealed an episode of increased intraperitoneal volume (iipv). The data indicates that the cycler advanced to the next fill cycle without achieving the minimum of 70% drain volume criteria. The data revealed that following the patient¿s fill of 2,200ml in cycle 1 the patient subsequently drained a volume of 1,260ml. The drain volume of 1,260ml reflects only 57% of the prescribed fill volume before advancing to the next fill which resulted in a reportable device malfunction. Additional information received from the patient¿s pd nurse confirmed that the patient had not experienced an adverse event or serious injury and required no medical intervention.